Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device has a grub screw loose. It was noted in the service order that one to two minutes after the device was connected to the console device, the device made a funny noise and an e6 error code was displayed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of funny noise and e6 error was not confirmed. However, it was determined that a grub screw was loose. It was determined that this was due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.